Event description:
Customer called to report that the closed tube aliquotter (cta) pick and place head on the unicel dxc 600i synchron access clinical system was intermittently dropping used reaction vessels (rvs). Customer stated that the spilled drops, if any, were contained within the cta, and that no one was exposed to or harmed by the leak. The customer technical specialist generated a service request. On the same day, the field service engineer (fse) inspected the instrument and did not find any damage to the cta pick and place head. The fse was unable to reproduce the reported problem, as no rvs were dropped by the cta pick and place head. The fse found that the horizontal belt for the pick and place assembly was slightly loose while seated on the motor. The fse retensioned the horizontal belt and completed alignments for the pick and place assembly. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no erroneous patient results were generated; therefore, patient treatment was not affected.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).